Event description:
It was reported that the nose of the driver was flared. There was no significant delay or patient injuries.

Manufacturer narrative:
One biosure driver was returned for evaluation. Visual assessment of the device showed the distal tip that interfaces with the screw is dramatically flared. This condition is caused by off-axis use in conjunction with the guide wire.